Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had main crack, low battery alarm less than 1 week, pump error 53 and 4. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The pump gave error alarms due to a software error. The pump powered up properly after the battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms noted during testing. No unexpected low battery alarms found at the downloaded pump history. The pump was received with a cracked case at the reservoir tube lip and cracked battery tube threads, minor scratches on the lcd window, and a cracked keypad overlay.